Event description:
It was reported that balloon broke occurred. After successful radial artery puncture, medtronic 6f sheath was inserted, and asahi ptca guide wire 0.014*180 was introduced. After reaching the lesion site, pioneer 1.5*20mm balloon was used for pre-dilation at 8atm. Then, a 2.5*25mm deb2525 drug balloon was pressurized to 8 atm for 1 minute, withdrawn. The 2.5*15mm foxtrot nc balloon was used for post-dilation, the pressure was 14atm, the balloon broke in the guiding catheter. The broken catheter was pulled out by pioneer 2.0*15mm balloon, and the operation was successfully completed. No patient complications were reported. The return product showed that the catheter was broken at the distal end of the first mark. The inflation test of the balloon part shows that the balloon can be inflated normally without leakage. Review the production process of the product, no abnormalities occurred. 100% leakage inspection and product appearance inspection were performed during the production process, no abnormalities such as damage or bending of the shaft were found. The product was fixed into the diskul tube to prevent from damage. The patient's target vessel was 90-100% stenosis, with moderate calcification, moderate thrombosis and severe tortuosity, which may cause the product to bend during use and then fracture during withdrawal. Therefore, it was evaluated that this event was probably related to the patient's lesion. Remark: the sales of foxtrot nc in the us market have not yet been lunched by now. This complaint has been handled and made adverse event reporting and evaluation according to local regulations. The product risk is under control.